Event description:
On 6/23/1998 following a diagnostic procedure, an angio seal device was deployed in a patient's right groin. Hemostasis was not achieved with the device, and approximately 20 minutes of manual pressure was held with control of the bleeding. The patient was transferred and admitted to the hospital for a scheduled procedure to be performed on 6/24/1998.shortly after being admitted, the patient's pulses were noted to have diminished. Two hours later the patient's pulses were not palpable or detectable by doppler, and the foot was noted to be cool. The patient was taken to the operating room where significant atherosclerotic disease and fibrosis of the arterial wall was noted. A clot was removed, and the patient was placed on a heparin drip. Approximately 4-5 hours post surgery, bleeding (severity not documented) was noted and as a result, the heparin drip was discontinued. It is important to note that the patient's pulses were present and palpable at that time. The patient was able to undergo his previously scheduled coronary artery bypass graft procedure the following day. As of 7/22/1998 there has been no further report to the manufacturer of complication or patient sequelae.